Manufacturer narrative:
The customer biomedical engineer troubleshot the reported issue with ge healthcare technical support. It was recommended to focus on the ventilator engine by removing the interface manifold and manipulate it to make sure the weight is moving freely and reseat. Also , clean the o2 access hole of any debris, ensure the flow valve is tightly mounted, and assess the drive gas check valve for cleanliness.

Event description:
The hospital reported that the system would not ventilate. There was no report of patient injury.